Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 2/3 of their automated peritoneal dialysis therapy. Reportedly, the hp had disconnected their transfer set from the pt line of the homechoice set during a dwell phase without pausing therapy. When the hp returned the machine was alarming and in drain. The tsc assisted the hp in ending therapy early. Therapy was completed by setting up with new supplies. Not pt injury or medical intervention was associated with this incident per the hp.